Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2008, in regards to elevated accutni results generated on a unicel dxi 800 access immunoassay system for one pt. The pt sample was tested on a different instrument and the results were elevated. An alternate methodology was used to test the pt sample for troponin and results were within the normal reference range. Customer ran the sample in a scantibodies tube and recovered twice the value. The initial elevated results were reported outside the laboratory. There are no reports of any adverse pt consequence or change to the patient's treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Bci offered to evaluate/service the instrument; however, the customer declined this offer. Accordingly, no system eval could be performed. A sample from the pt was sent to the customer product line support (cpls) for additional testing. Cpls investigation of samples received revealed that sample signal (neat and diluted) was impacted by an interference which likely relates to alkaline phosphatase. This interfering compound, distinct from heterophile antibodies causes reproducible false positive results. Similar to heterophile antibodies interference, the results do not correlate with the clinical status of the pt. This reportable event was identified during retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.